Manufacturer narrative:
Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Additionally, the investigational findings identified a noisy image and based on the results of the investigation, and although the definitive root cause could not be identified, the issue (image noise) most likely occurred due to damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a blackout image. It is unknown when the issue occurred. There were no reports of patient harm.